Event description:
It was reported the patient experienced recharge burden on (B)(6) 2018. The ipg would not communicate with external devices. Reportedly, the patient would let the ipg completely discharge for months and now it will not charge. It is unknown when the patient last charged. As a result, the ipg was replaced.